Manufacturer narrative:
The reported event that the ventricle lead could not be fully inserted in the header connector was confirmed. Final analysis found that the v-contact spring was pushed out of its ring slot in the connector during lead insertion and contaminated with epoxy. A manufacturing anomaly may have occurred that resulted in epoxy contamination of the contact spring.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the ventricular lead could not be inserted into the header after repeated attempts and it was also observed that some foreign objects were seen inside the header. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.